Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon (zmed). A non-medtronic guidewire (circulo) was used during the procedure. Upon deployment slightly above the base of the pigtail at -2 mm on the non-coronary cusp (ncc) and about 4 mm on the left coronary cusp (lcc), the valve dislodged from the ncc into the left ventricular outflow tract (lvot). Subsequently, left bundle branch block (lbbb) was observed. The valve was recaptured one time as the radiopaque marker under the ncc was considered to deep. The delivery catheter system (dcs) was withdrawn. The lbbb did not resolve at the time the patient was discharged. No treatment was provided. Per the physician, it is believed that the valve dislodge was related to built up energy in the self-expanding valve just prior to release, and the valve not having the ability to release that energy slow enough as it was being released from the dcs. It was reported that the approximate dislodge of the valve in millimeters was difficult to determine. Trace paravalvular leak (pvl) an d a mean gradient of 4 millimeters of mercury (mmhg) was observed and not treatment was reported. No additional adverse patient effects were reported.